Event description:
A physician successfully positioned and deployed a xact stent into the right internal carotid artery. The day following the procedure, the pt experienced confusion and delirium. This event continued for two days. There were no changes reported in the CT scan. The pt was discharged to home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.